Event description:
4/20/95-chest wall reconstruction with custom silicone implant. 5/19/95-revision of chest wall implant. 8/9/96-removal of infected chest wall implant with associated capsulectomy. Apparently pt fell and dislodged implant with subsequent infection.